Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the screen and was hard to read and insulin was squirting during priming. It was reported that the buttons were hard to press and also had no delivery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device received with intermittent esc and act button response due to flattened button dome switch. Device also received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device primed properly and no unexpected loss of settings after battery change, excessive no delivery alarm, loud motor noise, motor/drive anomaly or battery related errors noted during testing. Device was received without the original battery cap, minor scratched lcd window and cracked lcd window. Unable to verify battery cap damage due to missing battery cap.